Event description:
The customer reported that they lost telemetry monitoring of a single patient on a xhibit central station and when attempting to move the patient to a new transmitter, the xhibit central station had become very slow and unresponsive. There was no patient or user harm associated with this event.

Manufacturer narrative:
A spacelabs healthcare technical support representive worked with the customer to refresh the communication for the affected telemetry channel. At this time, cause of failure has not been established. Further investigation into the cause of failure is being conducted. If additional information is made available, a follow up report will be submitted in accordance with 21 cfr 803.56.